Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was re ported that the patient was previously overdischarged and noticed they could not connect sometime in (B)(6) 2017. The patient reported they met with a manufacturer representative (rep) on (B)(6) 2017 and was jump started. The patient stated that after they got home that day, they were getting a shocking sensation when laying down. The patient stated this was the only body position in which this happens. No further complications were reported/expected.